Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, multiple auto mode switching episodes were observed. Review of transmission noted far-r oversensing. No patient symptoms were reported. Programming changes were made. Patient is doing fine.